Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient experienced high blood glucose. Reportedly high blood glucose of the patient was due to bent cannula. The patient was hospitalized due to high blood glucose with highest blood glucose level of 495 mg/dl. The patient switched out infusion set and resumed insulin therapy to resolve the blood glucose issue. The patient was hospitalized for 2 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.